Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose (BG) level was between 400 - 500 mg/dL. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary. Reportedly, the customer went to the Emergency Room where they were treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was discharged (b)(6)2026.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.